Event description:
In 1970, augmentation mammoplasty was done using silicone gel implants. Problems noted and/or suspected: implant sloshing noises and implants wrinkled badly. Implant exposure, capsular contractures, breast tenderness, pain, burning, aching and hardening, breast shrinkage, aching legs, swelling hands/feet, blood in urine, shoulder and elbow joints ache, fatigue, headaches, burning of finger tips, calcification of scar capsule around implants, arthritis symptoms, hair loss, unnatural coldness of feet, breasts and buttocks, hands, healing problems, incorrect size of implants: too big, malposition of implants: one has dropped, visible implant wrinkles, cannot sleep on stomach or hug friends, reluctant to conduct intimate relationships or have physicals due to embarrassment/implants, breasts sag, diarrhea, colds, closed capsulotomies, tailbone pain, nervous tension, anemia, respiratory infections, abdominal discomfort and pain, hematuria, gastritis/colitis, elevated temperatures, low back pain, dizziness, hypotension, thyroid nodules and gastroesophageal reflux. (Also see 1004993-1004995.)